Manufacturer narrative:
Novocure received additional information from the prescribing physician on april 1, 2025, indicating that the patient was scheduled to undergo a skin valve placement procedure on (B)(6) 2025. As of (B)(6) 2025, the wound at the surgical resection site had not healed and optune gio therapy was temporarily discontinued. The physician noted a possible causal relationship between optune gio therapy and the reported events. As of (B)(6) 2025, the patient was reported to have recovered, and the potential of resuming optune gio therapy was expected to be evaluated during a follow-up consultation scheduled for (B)(6) 2025.

Manufacturer narrative:
Novocure's medical opinion is that the contribution of the array placement to the wound infection and wound dehiscence cannot be ruled out. Contributing factors for wound dehiscence and wound infection in this patient include: underlying cancer disease. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm), wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Additional note: manufacturing date of (B)(6) is march 3, 2019.

Event description:
A 45-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6)2024. On (B)(6) 2025, the prescribing physician informed novocure that the patient developed a wound complication on the scalp at the site of a previously placed transducer array. The wound was described as having torn open, with an exposed bone. The patient reportedly remained on therapy for an extended period despite this complication. On an unspecified date, the patient was evaluated by a dermatologist due to purulent accumulation at the wound site. An outpatient appointment was scheduled for (B)(6) 2025, during which it was suspected that the patient would require surgical intervention, including bone removal. The prescribing physician deemed the event to be related to optune gio therapy and indicated that the patient would continue therapy post-surgery, despite the absence of bone following the procedure. On (B)(6) 2025, the prescribing physician reported that the patient underwent outpatient wound debridement at the site of the prior surgical resection (last tumor resection on (B)(6) 2023). The patient was referred to plastic surgery for further evaluation, although plastic surgery intervention was deferred. The patient is scheduled for follow-up appointments with both neurosurgery and plastic surgery. Additionally, the prescribing physician indicated that the patient was not receiving any concomitant medications at the time of the event. The patient planned to resume optune gio therapy.